Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a bypass procedure, the clips didn't form properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 device was returned partially cycled; in order to perform functional testing the cycle was completed and one clip was fed into the jaws. The clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed twelve clips with gap; then, the instrument locked out as intended. No conclusion could be reached as to what may have caused the clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.